Manufacturer narrative:
The reported event of the guidewire could not be inserted was confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil bunched at the connector pin and proximal region. A piece of the broken guidewire was found in the proximal region. The cause of the reported event was isolated to the inner coil damaged consistent with procedural damage.

Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure the physician attempted to insert the guidewire and stylet into the lead lumen, however they both became stuck and failed to advance. A replacement lead was used to successfully complete the procedure. The patient was stable.